Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle and the distal end of the advancer tube was covering the balloon proximal bond. The introducer sheath was returned separated from the device. The introducer sheath had an incision along the sheath tubing, this might be the result that the operator tried to unsheathe the sealant against a jam (by cutting open the sheath). The sealant was not returned with the device and a complete investigation was not possible. The review of the lhr (lot f1400302) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the deployment jam could not be determined.

Event description:
The technician reported that a device jammed sometime between (B)(6) 2014. Manual pressure was applied for 10 minutes with no resulting hematoma. The pt was not hospitalized.